Manufacturer narrative:
The following fields were updated due to additional information h.1 imdrf annex a grid (1): (B)(6) - premature separation (2906). Investigation summary bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while applying pressure to secure the safety shield of the bd vacutainer® eclipse¿ blood collection needle, the shield unexpectedly detached completely from the device, flicking the needle, which resulted in splash-back with minor splatter to the healthcare professionals face. The healthcare professional was wearing ppe (apron, gloves, and protective glasses). The healthcare professional then proceeded to wash their face with soap and warm water.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while applying pressure to secure the safety shield of the bd vacutainer® eclipse¿ blood collection needle, the shield unexpectedly detached completely from the device, flicking the needle, which resulted in splash-back with minor splatter to the healthcare professionals face. The healthcare professional was wearing ppe (apron, gloves, and protective glasses). The healtcare professional then proceeded to wash their face with soap and warm water.